Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood at site with two sensor insertions. Customer also reported the site was not actively bleeding at the time of the call. Customer's blood glucose was between 50 mg/dl and 80 mg/dl at the time of incident. The customer stated they were able to connect to the transmitter and monitor their blood glucose. The sensor will not be returned for analysis.